Event description:
Information received from the field notes that the patient complained of near syncope, especially with arm movement. The device was found to be programmed to unipolar sensing at 0.5mv. The last known program one month prior, was bi- polar sensing at 2.0m. Measured data showed an inappro- priate pacer rate at that time. The microprocessor was restarted and normal function ensued.